Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. The first 24mm closure device was deployed too proximal and a full recapture was performed with no effusion noted. The physician changed the was and a new 24mm device was prepped. The pigtail was removed but the device was unable to obtain bleed back. However, the was was moved proximal until blood was attained with no effusion noted. Due to the proximal location of the sheath, the pigtail was re-inserted to get back in position. The physician injected contrast that revealed the pigtail to be outside the back wall of the laa. No effusion was noted on transesophageal echocardiography (tee). The physician pulled everything proximal and a small effusion was noted. Additionally, the patient became hypotensive. A pericardiocentesis was performed and approximately 1000ml of fluid was removed and protamine was given. The patient was taken to CT surgery and atrial clip was performed. The patient was extubated and discharged.